Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer¿s blood glucose (bg) level was 505 mg/dl. Reportedly, the customer addressed their bg with a correction bolus via pump. A replacement pump was sent to resolve the issue.